Event description:
During the procedure, it was reported that a metal piece fell off of the harmonic scalpel (which turned out to be the teflon pad) and had to be retrieved from pt. No injury to the pt or adverse event was reported.

Manufacturer narrative:
The used device was returned and, upon visual inspection, it was found to be missing its teflon pad. Although first reported that a metal piece fell off, it was determined that it was the teflon pad that had fallen off during the procedure and had to be retrieved. The returned device passed functional testing, including testing with a generator console. A review of the device history records revealed all inspections and tests were performed and the device was functioning properly prior to shipment. Based on the device having been returned used, in open packaging, and the device was working properly prior to shipment, we are unable to conclusively determine a cause for the issue experienced at the facility.